Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional information was provided. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the nurse inserted the product and upon insertion attempted to irrigate, however irrigation tubing ballooned and it was not possible to irrigate. New flexi-seal device had to be removed and another one was inserted. No patient harm was reported.

Manufacturer narrative:
This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and this complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 27, 2016.

Manufacturer narrative:
This supplemental report is being submitted as a retraction for follow-up# 01, MFR report# 1049092-2016-00243 submitted on (B)(6) 2016 under patient identifier# (B)(6) in error. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to correct: (brand name) and PMA/510k which were submitted on the initial MDR (MFR report# 1049092-2016-00243 on may 26, 2016 incorrectly. A batch record review indicates no discrepancies. Review of four retain samples (4 fms devices) for lot# 15fm0404 shows that the appearance of the balloon, catheter body, irrigation cavity and valve function are normal. Complaint simulation testing of four retain samples (4 fms devices) for lot# 15fm0404 shows that no leakage or obstruction occurs when injecting water into the irrigation port. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 27, 2016.